Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: MFR# 0001825034-2017-11157. Concomitant medical products: arcom 32 mm rloc lnr 10d/hwl 23 pn11-105873 ln216780, mlry-hd por fmrl 11 x 160 mm pn11-104111 ln953130. Reported event was confirmed by review of photographs of the explants, that show the liner cracked and broken, black debris noted on cocr head and poly liner. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised thirteen years post implantation due to liner wear. Attempts have been made and additional information on the reported event is unavailable.